Event description:
Allegedly neck fracture after 6 yrs of implantation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This event occurred in other country.